Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
Tracking number: (B)(4).

Manufacturer narrative:
Additional information: unspecified urinary problems, unspecified bowel problems, recurrence, dyspareunia, malignant neoplasm of ovary, paralytic ileus, submucosa/subserous/intramural leiomyoma of uterus, osteoarthritis, small uterus, homogeneous soft tissue mass lower pelvis, additional surgical and non surgical interventions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced serious and permanent injuries, pain, disfigurement, physical impairment, progression of existing conditions and has required and will require continued medical treatment. Per additional information received, the patient has experienced pain, extrusion, infection, unspecified urinary problems, unspecified bowel problems, recurrence, dyspareunia, malignant neoplasm of ovary, acute post hemorrhagic anemia, paralytic ileus, submucosa/subserous/intramural leiomyoma of uterus, diabetes mellitus type ii, osteoarthritis, hypertension, urge incontinence, mucinous ovarian cancer, cystic/solid/complex adnexal mass, right abdominal pain, small uterus, homogeneous soft tissue mass lower pelvis, mucinous adenocarcinoma of the ovary borderline versus well differentiated, filmy adhesion of left ovary/left pelvic sidewall, blood loss, additional surgical and non surgical interventions.